Event description:
Surgeon reported during the procedure, a pull reduction device for 4.3mm percutaneous drill guide was used on a distal third femur fracture. Upon taking out the pull reduction device for 4.3mm percutaneous drill guide, the device broke at or near the level of the plate. A medial incision was made followed by the need of a pair of vise grips to be used to turn it out the medial side. All pieces removed; no broken fragments of the device remain in the patient. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
The device is an instrument, is not implanted/explanted. Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. X-ray images were taken on (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation reported that the pull reduction device was received with approximately 51mm of the threaded distal tip broken off and missing. The balance of the device is in very good condition and the broken surface is homogenous indicating material integrity. Based on the angled breakage of the device it is determined that the device was likely subjected to lateral forces greater than what the device is designed to withstand and the method of use and not the device design has led to this complaint. The device is determined to be suitable for its intended when used as recommended and the complaint invalid from a design perspective. Conclusion: the complaint condition is considered to be due to a result of the conditions of use and operational context caused or contributed to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis